Event description:
While attempting to set up a vats camera, the cord was plugged into the storz video tower. The storz camera box showed only green wavy lines. The camera box was changed and was successful in producing a clear image. There was no harm to the patient.